Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was isolated to contamination on the battery charger's pca. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the damaged battery charger. The patient rec'd a replacement battery charger.

Event description:
The review of the download data for a (B)(6) male patient revealed several battery charger faults. Zoll customer support contacted the patient and issued him a replacement battery charger.